Event description:
The pt presented to clinic with worsening of parkinson symptoms on the right body side. An impedance check of her left brain electrode indicated either an open circuit or short circuit. X-rays revealed that the connectors had migrated down and a disconnection of the left brain electrode had occurred. Deep brain stimulation was restarted. Surgery was scheduled for lead replacement due to lead fracture in 2008.